Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 09-feb-2026 against "lot number 6011034 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage soft cannula found bent upon removal from infusion site soft cannula found crimped upon removal from infusion site soft cannula and introducer needle found bent/kinked during insertion, unable to use soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6011034 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 09-feb-2026 against "lot number" criteria equal 6011034 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage soft cannula found bent upon removal from infusion site soft cannula found crimped upon removal from infusion site soft cannula and introducer needle found bent/kinked during insertion, unable to use soft cannula found kinked upon removal from infusion site. The count of complaint is 9. See attached query lot 6011034. Device history record (DHR) review: the lot 6011034 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 11-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 5a01035 manufactured in the machine 04, 08, on 06-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 5a01036 manufactured in the machine 04, 08, on 07-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4m00061 manufactured in the machine 04, 08, on 08-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4m02678 manufactured in the machine 04, 08, on 18-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the complaint (B)(4)on 17-oct-2025. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test all test results were within specifications as per the test report (B)(4) attached in this record. CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation was required because the following threshold was met 3 or more complaints exist for the same lot and similar malfunctions). Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. See attachment: form signed, conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011034 and related malfunction codes for soft cannula bent/kinked/crimped after removal - blockage. Three complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. CAPA determination - conclusion: based on the investigation, more than three similar complaints related to the same lot were identified, triggering a CAPA determination assessment. After completing the investigation and statistical review, the issue was deemed to be within accepted limits. No further action is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event and went to the emergency room (ER) and got hospitalized on (B)(6) 2025 due to hyperglycemia event.the blood glucose level was 430 mg/dl at the time of event and the patient got treated with manual injections via pen.the duration of hospitalization was less than 24 hours. Patient experienced the symptoms of tiredness, weakness and increased thirst at the time of the event. No further information available.